Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was reviewed and no non-conformances related to the reported event were noted. The getinge field service engineer (fse) reported that the failure observed by the end user was display shut down and the cardiosave alarmed. The fse observed fault code 111 (local vas wdt failure) and 112 (main application wdt failure), the service manual, in the repair section stated to reinstall software as corrective action. The fse re-installed software version b.14 and tested cardiosave to specifications. The iabp passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use.

Event description:
The customer reported that during use on a patient the cardiosave intra-aortic balloon pump (iabp) alarmed and shut down. The alarm generated was not reported by the customer. No adverse event was reported.